Event description:
User experienced 9 occurrences of discrepant calcium results since 2006. No specific info provided regarding each of those occurrences. The following data was provided, which occurred in early 2008, each sample was repeated twice, first repeat on the same analyzer, second repeat on different analyzer using same methodology. Units of measure = mg/dl. Sample 1; initial result 10.1, first repeat 8.9, and second repeat 8.8. Sample 2; initial result 10.5, first repeat 9.5, and second repeat 9.7. Sample 3; initial result 10.8, first repeat 10.0, and second repeat 10.0. Sample 4; initial result 9.9, first repeat 9.1, and second repeat 9.1. Sample 5; initial result 9.9, first repeat 9.1, and second repeat 9.0. Sample 6; initial result 10.5, first repeat 9.5, and second repeat 9.4. Sample 7; initial repeat 10.0, first repeat 9.2, and second repeat 9.3. Erroneous results were reported, pts not adversely affected. The field service rep was unable to determine a cause for the discrepancies. Performance tests were performed and within specifications.